Manufacturer narrative:
Batch review performed on 26 july 2022: lot 2003008: (B)(4) items manufactured and released on 23-jun-2020. Expiration date: 2025-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year and 9 month after primary, revision surgery for pain was performed. During the revision the patella implant was found to be loose. Surgery completed successfully by swapping patella and by implanting a thicker liner.